Event description:
International affiliate has informed us of an event that the inflation line became detached from the tube. The product was tested before use, orally inserted and had been placed in the pt for twenty one days. No adverse outcome. Event occurred in another country.